Manufacturer narrative:
Event date is unknown.

Event description:
Related manufacturer reference number: 1627487-2021-14771, and 1627487-2021-14773 it was reported that the patient was experiencing erosion at the left scalp incision. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that the washout procedure occurred on (B)(6) 2021. No products were explanted or implanted. The erosion issue is resolved.